Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
The returned attachment was tested by manufacturing personnel and did not meet production specifications for bur insertion and removal, noise, leak and cut test, current draw and cap removal requirements. Failure of the current draw can lead to the overheating of the attachment. Quality personnel then investigated the attachment. Maximum temperature for the attachment head exceeded requirements. The attachment exhibited a temperature increase during free run testing of 62.1 c and under load of 54.4 c. Results from sycotec stated the attachment gets loud and head heats up. The gears are worn and the inner components are dirty and dry.